Event description:
While treating the pt with cosmoplast, the needle totally separated from the hub of the syringe, spilling product. No injury was incurred by either the pt or practitioner. This event is being reported due to the possibility of injury with future occurrence.